Event description:
It was reported that the pump could not be charged properly without the customer holding the charging cable in place. Additionally, it was reported that the customer experienced low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer delivered larger boluses than needed. The consumed carbohydrates to address bg level. The customer continued to use the pump for insulin therapy.